Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿) biological contamination was found. This is a report of 1 occurrence. As the issue was discovered before use there were no results to report. The following information was provided by the initial reporter: contamination is reported with lot #2054985 - 221780.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221780, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2054985 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2054985. No retention samples for this batch were available for investigation. Two photos were received. Photo 1 shows a plate with larger black growth with white corona; no ID visible on side of plate shown. Photo 2 shows ID 2054985 timestamp 0231 with growth showing on other side of plate. No return samples were received for investigation of this complaint. This complaint can be confirmed. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that before use of bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿) biological contamination was found. This is a report of 1 occurrence. As the issue was discovered before use there were no results to report. The following information was provided by the initial reporter: contamination is reported with lot #2054985 - 221780.